Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to broken motor flex trace connector. Unable to perform displacement test due to motor error. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and detached end cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 163 mg/dl at the time of the call. The customer stated that they fell on the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.